Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before the ureteral stricture dilation surgery, when the ureteral stricture balloon dilation catheter was opened and ready for use, it was obvious that the pressure pump gauge was broken. The pressure value did not change after slowly increasing the pressure. Per follow up information received via ibc on 18apr2025, stated that the balloon had been used on patients, but at that time, due to a leak in the pump, there was no significant impact on patients, health care professionals, or others. However, there had been several cases of this situation, and the head nurse and surgeon in the operating room had asked us to give an explanation of the product quality. Lot#bmjnfm09 and lot#unk.

Manufacturer narrative:
The initial reporter's facility name: (B)(6). The reported event was confirmed cause unknown. Received (1) video samples. The video sample was returned and based on the video evidence water leakage was observed. Visual evaluation of the returned sample noted one opened (with original packaging), used balloon dilation catheter. Visual inspection of the sample noted that the package was open, and no breakage was observed on the sample. Upon review of the returned video sample, visible evidence of water leakage in the pump was confirmed. The labeling is found to be adequate. The device history record review could not be performed without a lot number. Based on the results of the investigation, no additional actions are required at this time. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before the ureteral stricture dilation surgery, when the ureteral stricture balloon dilation catheter was opened and ready for use, it was obvious that the pressure pump gauge was broken. The pressure value did not change after slowly increasing the pressure. Per follow up information received via ibc on 18apr2025, stated that the balloon had been used on patients, but at that time, due to a leak in the pump, there was no significant impact on patients, health care professionals, or others. However, there had been several cases of this situation, and the head nurse and surgeon in the operating room had asked us to give an explanation of the product quality. Lot#bmjnfm09 and lot # unk.